Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure and catheter removal difficulty occurred and the patient experienced pain. The patient presented with a diabetic foot. Vascular access was obtained via femoral artery using a 5f introducer sheath. The 90% stenosed, 80x6-7mm, eccentric, de-novo target lesion was located in the moderately tortuous and mildly calcified popliteal to the tibial artery. After a 300cm victory 14 guide catheter crossed the lesion, a 6.0 x 100, 135cm mustang¿ balloon catheter was advanced without problem to the popliteal segment and achieving dilation, successfully opening the stenosis. The balloon catheter was retracted a little into the 60% stenosed superficial femoral artery and dilation was performed. Fluoroscopy was performed and revealed anterograde flow of the lower right limb recovered. During removal of the mustang balloon catheter, a lot of resistance was noted. Under fluoroscopy, it was noted that half of the balloon was in the introducer sheath and the other half was in the femoral artery. In the process of removing the balloon catheter, the patient complained of a continuous deep pain. Several attempts were made to remove the balloon but were unsuccessful. Therefore, the introducer sheath and the balloon catheter were removed as unit which caused great pain on the patient. Following removal, it was noted that the balloon was not completely deflated and the distal part of the balloon did not enter the introducer which was what caused ¿pain and damage to the patient¿. The procedure was then completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: an examination found that the shaft was severely stretched down in two locations. The shaft was stretched at 118cm to 119.8cm distal to the strain relief and 122cm to 124.6cm distal to the strain relief. As a result of the stretching a recommended 0.035inch size wire could not pass through the wire lumen at the site of the stretching. The stretching is consistent with excessive tensile force having been applied to the device. No tears or holes in the balloon. The device was attached an encore and the balloon inflated to its rated burst pressure of 24atm. No leaks or resistance was noted during inflation. The balloon inflated fully. Using the same encore, a vacuum was pulled and the balloon deflated fully with no resistance. The inflation device was verified at 24 atmospheres before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure and catheter removal difficulty occurred and the patient experienced pain. The patient presented with a diabetic foot. Vascular access was obtained via femoral artery using a 5f introducer sheath. The 90% stenosed, 80x6-7mm, eccentric, de-novo target lesion was located in the moderately tortuous and mildly calcified popliteal to the tibial artery. After a 300cm victory 14 guide catheter crossed the lesion, a 6.0 x 100, 135cm mustang¿ balloon catheter was advanced without problem to the popliteal segment and achieving dilation, successfully opening the stenosis. The balloon catheter was retracted a little into the 60% stenosed superficial femoral artery and dilation was performed. Fluoroscopy was performed and revealed anterograde flow of the lower right limb recovered. During removal of the mustang balloon catheter, a lot of resistance was noted. Under fluoroscopy, it was noted that half of the balloon was in the introducer sheath and the other half was in the femoral artery. In the process of removing the balloon catheter, the patient complained of a continuous deep pain. Several attempts were made to remove the balloon but were unsuccessful. Therefore, the introducer sheath and the balloon catheter were removed as unit which caused great pain on the patient. Following removal, it was noted that the balloon was not completely deflated and the distal part of the balloon did not enter the introducer which was what caused ¿pain and damage to the patient¿. The procedure was then completed. No further patient complications were reported and the patient's status was stable.